Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error after changing the infusion set for a no delivery. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 234 mg/dl at the time of the incident. The customer stated that the drive support cap was flushed. The customer also reported receiving a motor position encoder error. The customer was assisted in clearing the alarm and performing a rewind. The customer stated that they were unable to complete pump rewind due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery was also performed. The customer stated that the issue was resolved by changing the reservoir. The insulin pump and reservoir will be returned for analysis.